Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that he noticed a capsule adhesion when injecting viscoelastic. The capsulotomy was completed without noticing a tear. During irrigation and aspiration the doctor noticed a tear which extended radially. Surgical intervention was not required and the planned intraocular lens was implanted. The doctor is unsure what caused the tear.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).